Event description:
It was reported by service report that the head board was cracked, exposing sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Head board.